Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device condition: visual inspection performed at customer quality observed the broken distal tip condition on the returned drill bit. Approximately 25 mm portion of the distal tip was broken and was not returned. No further issues were noted. Document and specification review: no design issues were identified. Dimensional analysis performed on the portions adjacent to breakage measured 6.2 mm that falls within the specification. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: no definitive root cause was able to be determined from the provided information. The complaint condition was able to be confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Device history lot part # 03.010.078, synthes lot # pe02710, supplier lot # pe02710, release to warehouse date: 04 aug 2016, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part was returned for manufacturer review/investigation. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018 during an intramedullary nailing of right femur, the stepped drill bit and the radiolucent insertion handle failed/broke due to extremely dense bone of the patient. Fragments were generated and attempted to retrieve the drill bit but were ultimately abandoned in place. There was a surgical delay of 45 minutes. The procedure was successfully completed. Patient status is unknown. This complaint involves two (2) devices. This report is for one (1) one 4.5mm/6.5mm stepped drill bit large qc/485mm. This report is 1 of 2 for (B)(4).